Event description:
It was reported that the user experienced persistent high glucose readings after a same-day supply change, with rapid insulin depletion from a nearly full cartridge to 32 units remaining, and customer support provided troubleshooting education including guidance to disconnect from the pump and use a backup insulin therapy before later reconnection. Symptoms included hyperglycemia. Outcomes included the need to stop pump therapy temporarily and administer a subcutaneous insulin injection by pen. Investigation included user education, remote troubleshooting, and plans for follow-up to assist with reconnection and to review potential causes of high glucose. Investigation of this case revealed that the cause of the hyperglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.